Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported a week after the dental implant was installed in intraoral region #2 it was verified its loss of osseointegration. A 40 ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type ii) and bone graft was executed. The implant was carried out immediately.